Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that approximately 16 years 1 month post implant of this mitral bioprosthetic valve, a transesophageal echocardiogram (tee) showed regurgitation of the valve. The device was explanted and replaced. The type of replacement device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.